Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard, tender nodules with slight tenderness when pressure applied" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a patient was injected with juvéderm vollure¿ xc in the vermillion lips and oral commissures. Five months after injection the patient experienced hard, tender nodules with "slight tenderness when pressure applied" throughout the mucosa. Patient was treated with vitrase injection and minocycline 100mg. Symptoms ongoing.